Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. It was stated that no damage on the pump. The up and down arrow have to be pressed a few times. It was reported that numbers was not ramping on their own and scroll bar is not moving with no input. It was stated that they able to access the menu screen. It was stated that buttons presses may be delayed or fail to respond if pressing too rapidly on buttons and they stated block mode is inactive. It was stated that an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.